Event description:
On (B)(6) 2025, an online retailer advised a patient (pt) purchased ¿faulty¿ acuvue® oasys multifocal brand contact lenses (cls) in (B)(6) 2025 and the pt experienced ¿redness and a pink eye, and reports uveitis but not entirely sure if the two are inked.¿ the retailer advised that additional information was requested from the pt, but nothing additional had been received. The retailer provided cls purchase details for the pt¿s right eye (od) and left eye (os) with different prescriptions for each eye. On 30oct2025, the online retailer sent additional information received from the pt. The pt reported that the cls ¿aren¿t really giving me the same secure and reliable, clear visual experience.¿ the pt does not sleep in the cls. The pt reported that both eyes have been ¿affected by uveitis and had been and currently being treated with optrex infected eye drops.¿ the pt reported that the ¿recurring¿ problem started after starting to wear the newly purchased acuvue lenes. The pt reported that ¿the eyes became pink, then increasingly reddish and bloodshot, teary and at the same time feeling dry and irritated.¿ the pt reported ¿at the first time the irritation didn¿t feel or seemed very serious¿ the pt visited a drug store and after a conversation with the pharmacist, the pt purchased optrex eye drops (date not provided). After the required five days of treatment and ¿an extra two days, just for my own reassurance, my eyes cleared up.¿ during the treatment, the pt did not wear cls. The ¿pinkness followed by redness, gradually returned a second time (date not provided), when I restarted the cls.¿ the pt reported trying a ¿new, clean pair, which, within a few days caused the return of the same symptoms.¿ the pt also reported using a new cls storage container and a new bottle of an unknown ¿cleansing fluid.¿ the pt reported as ¿general maintenance¿ the pt follows a weekly protein removal soak (details not provided) on all the cls. The pt contacted the optometrist who after ¿thoroughly checking my eyes, confirmed infection, advised to resume the optrex eye drops and return, if my condition doesn¿t change or worsened.¿ the pt ¿decided to take a break¿, ¿used one of my lenses I still had from a previous batch (product details not provided).¿ after nearly 3 weeks, the pt experienced eye dryness/tiredness at later hours and long-time wear. The pt tried a new pair of acuvue lenses and the pt reported the results were the same (pink then red eyes, date not provided) within less than a week. The pt is currently experiencing ¿red, dragon-like, teary eyes,¿ and reports both eyes are equally affected. The pt will return to the optometrist after finishing treatment for a check-up and reassess options for cls. The pt is currently using eyeglasses. With the limited information provided, it is unknown if the pt experienced ongoing medical events as medical details with diagnosis and treatment were not provided. We are also unable to determine what acuvue cls products were worn at the time. As we were unable to verify the pt¿s diagnosis and treatment with the treating optometrist, the event will be reported as worst case separate od and os uveitis events. The date of event will be reported as 01jun2025 as the exact date of event is unknown. Additional information was requested from the online retailer on 29oct2025 and 04nov2025, but nothing additional has been provided. This report is for the pt¿s od event. A separate report will be submitted for the pt¿s os event. The lot number for the od suspect product is unknown. It is unknown if the od suspect product is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.